Manufacturer narrative:
Attempts to obtain additional information from the field were not successful. No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific crm received information that the patient with this pacemaker died approximately three months post-implant. The patient family alleged the device did not provide therapy when needed, per the patient's physician. The cause of death was not reported.